Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. FDA-user facility / importer report number: (B)(4). The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Manufacture date ¿ unknown. (B)(4).

Event description:
It was reported patient underwent right total knee arthroplasty on (B)(6) 2014. During the procedure the impactor fractured. Fractured pieces were retrieved from the patient's wound but it is unknown whether patient retained a foreign body.